Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 306547; batch # 420744. It was reported by customer that when attaching to a PICC and trying to pull back the plunger is coming off the stick piece and it is coming apart. Verbatim: one of my nurses flagged today that she is having challenges with the ns 10 cc flushes that we have on the unit. When attaching to a PICC and trying to pull back the plunger is coming off the stick piece and it is coming apart. Additional information: no harm or negative outcome just increased workload and wasted syringes as they are breaking during pull back.

Event description:
No additional information received.

Manufacturer narrative:
Pr (B)(4). Follow up for device evaluation. It was reported when trying to pull back the plunger is coming off the stick piece. To aid in the investigation, twenty-three samples in sealed packaging flow wraps were received for evaluation by our quality team. A visual inspection was performed. There is no separation between the rubber stopper and syringe plunger rod. No defects or imperfections were observed. It could be possible the customer is not using the product as intended. This unit is designed to push the plunger rod down to expel the saline solution; the unit is not designed to pull the plunger rod back. A device history record review was completed for provided material number 306547, lot 4207744. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.